Manufacturer narrative:
The insulin pump was received with blank display and continuous vibration due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Analysis was unable to perform the excessive no delivery test due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump went to blank display immediately after being exposed to moisture. The customer reported that there was a constant tone occurring. The customer's blood glucose was 360 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.